Manufacturer narrative:
There has been a previous report received where breakage resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, a customer reported that k-file colorinox files are hard and breaking easily. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Involved product was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Provided batch number has no corresponding with the product involved in this complaint. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.